Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (concentration: 500, dose rate: 52 mcg/day) via an implantable pump. It was reported that this day ((B)(6) 2022), the physician was programming for a pump refill. When he interrogated the pump with the clinician programmer tablet, the message "pump stop since 1092 hours and 15 minutes¿, was seen service codes 234, and "risk sous-dosage code 232" occurred. The last pump refill had occurred in (B)(6) of 2021. The patient had passed an MRI (magnetic resonance imaging) in (B)(6) and the pump was not interrogated after. The patient was ok and was not spastic. The patient had a small dose 52 mcg/day. The patient had not heard their pump alarm. Today the physician attempted 3,1ml and he removed 5 ml. After the pump refill, the two messages had disappeared. Regarding environmental/external/patient factors that may have led or contributed to the issue, electromagnetic interference (emi) in january and not in march was indicated. It was further reported that they were not sure if the pump was ok so they asked the patient to come back next monday ((B)(6) 2022). It was unknown if the issue was resolved. No surgical intervention had occurred and no surgical intervention was planned. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available. The date of pump implant was unknown. The patient was without injury regarding their status as of (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump having been in telemetry mode was being considered. At the time of the report, it was also being considered that in case of a real motor stall, they would expect a pump alarm and a volume discrepancy which both were not the case. It was reviewed however that the only strange thing was that the patient had not received an MRI on the day indicated by the clinician programmer tablet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The programmer indicated the motor stop during 45 days. The MRI was passed on (B)(6) 2022, but the physician didn't control (check) the pump after. The patient came back, not on (B)(6) 2022, but on (B)(6) 2022 and the looked at the programmer. A critical alarm occurred on (B)(6) 2022 regarding pump stop due to the MRI. The critical alarm regarding stop pump exceeding 48 hours occurred on (B)(6) 2021. The patient was described as being ok with no spasticity. Regarding the cause of the message (pump stopped for 1092 hours and 15 minutes), it was noted that the physician didn't interrogate the pump after the MRI and probably the pump had gone into telemetry state. There was no longer any error message displayed by the programmer and the problem was resolved. The pump would not be explanted.